Event description:
A 3.0mm diameter x 24mm length medtronic ave s670 over the wire stent delivery system was inserted into a pt's arterial vasculature. Upon inflation of the stent delivery balloon, the balloon was reported to have burst prior to reaching 8atm of pressure. The balloon burst was reported to have caused the guidewire to freeze in the device. Subsequently, the entire delivery system was removed as a single unit. Another MFR's ptca balloon was inserted to further deploy the stent. Lesion morphology and pre-dilatation info is unknown. There were no clinical sequelae reported relative to the event and there is no further info available from the user facility.